Event description:
Allegedly revised due to a broken component. The patient was hiking and during this activity the component broke.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00573.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Photographic images made. Evidence that product in specification when used, undetermined.